Event description:
It was reported hydromorphone (6mg/30ml) in a bd 50ml syringe (model 309653) was used to prime the pca tubing. Device was programmed to deliver an initial dose of 0.4mg (2ml), once. As a result the syringe was empty within one hour and medication stayed in the tubing. Approximate priming volume was 25ml. There was patient involvement however no harm. Customer is requesting a key stroke log request. Customer performed preventative maintenance on the device, and device passed.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported hydromorphone (6mg/30ml) in a bd 50ml syringe (model 309653) was used to prime the pca tubing. Device was programmed to deliver an initial dose of 0.4mg (2ml), once. As a result the syringe was empty within one hour and medication stayed in the tubing. Approximate priming volume was 25ml. There was patient involvement however no harm. Customer is requesting a key stroke log request. Customer performed preventative maintenance on the device, and device passed.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2026-07143 is a concomitant. Please refer to manufacturer report number 2016493-2026-07144, which captured the correct suspect device per investigation report.